Event description:
Right breast implant ruptured. Both implants were removed and replaced. Scar tissue had encased them and implants had hardened. Dr made 3 attempts to manually break these loose without success. Rptr is now 100% disabled with fibromyalagia/lupus. (Also see 1004320). (*)